Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Healthcare professional, also reported, right side fat necrosis. Non-specific inflammation and fibrosis.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: necrosis and capsular contracture, baker grade IV.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown , a lot of pain and deformity. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ necrosis: unable to confirm as it is a medical event not related to the device. ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed. ¿ white particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, a lot of pain and deformity. Healthcare professional also reported right side fat necrosis, non-specific inflammation and fibrosis. Device has been explanted and replaced.